Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, and a complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation that while using a rigiflex achalasia balloon, during an esophageal dilation to expand a stent on a male (age unk), the balloon "burst". The physician retrieved all the pieces from the patient and rescheduled the procedure. The patient's condition was reported as "fine".